Manufacturer narrative:
Additional information and data were requested but not provided. From the information provided and the analysis thereof, a general reagent issue could be excluded. The investigation could not identify a product problem.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys tsh on a cobas e411 analyzer (unknown serial number) when compared to a result from a different laboratory, obtained with an unknown method. The sample initially resulted in a tsh value of 10 miu/ml. The sample was repeated in a different laboratory with an unknown method, resulting in a tsh value of 7.5 miu/ml. No questionable result was reported outside of the laboratory.